Event description:
It was reported that when the patient presented to the hospital, pulmonary septic emboli were observed via chest CT. The patient's medication was adjusted. The system was explanted due to infection. Patient remained hospitalized.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).